Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. Event device code is addressed in the package insert. This is the same event as 1043534-2007-00161, 00163.

Event description:
Allegedly, recurrent dislocation. Component position looked unchanged on x-ray. On opening the hip, quite severe metallosis was found. Decided to remove the transcend cup and inserted a lineage shell, changing the orientation slightly. Inserted a 15 deg lateralized +4mm liner and nsf 32mm +7mm head to et suitable stability.